Event description:
It was reported during a procedure to achieve hemostasis the tip of the injection gold probe catheter detached. The physician retrieved the tip. The physician used another catheter to finish the procedure. No injury was reported to the patient. The device has not been returned for evaluation. Therefore, no failure analysis is available. However, since the co is unable to do an evaluation the co is unable to determine if the device met its specifications. The co believes user technique, and/or patient anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event.